Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation along with photos and other information. A visual inspection reported a yellowish staining present on the dressings, establishing a relationship between the device and the reported event. The root cause was identified as a manufacturing process error and missed inspection check. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that there were foreign substances or stains on several dressings. This was noticed before treatment. A back-up product was used instead. Patient was not harmed.